Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. There was no known patient impact, no known delay, no known medical intervention, and no known adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. There was no known patient impact, no known delay, no known medical intervention, and no known adverse consequences.